Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer were hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 332 mg/dl. The customer was treated with insulin drip. The customer did experienced the symptoms such as vomiting and rapid heartbeat. Troubleshooting was not performed because insulin pump had a blank display. The customer stated that insulin pump had blank display. The insulin pump will not be returned for analysis.